Manufacturer narrative:
Concomitant medical products and therapy date : detail of product: -item # unknown item name metasul head hip impl win gen lot # unknown the manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient underwent revision surgery due to osteolysis.

Manufacturer narrative:
Investigation results were made available. Concomitant medical products according : item: metasul head 28 mm ¿l¿, taper 12/14 item#: 19.28.07 lot #: b705927. DHR-review: ref#: 19.28.07, lot #: b705927 yield: 105. Delivered: 105. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref#: 01.00010.412, lot #: b668563. Yield: 51. Delivered: 51. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to osteolysis. Event description: after approximately 18 years in vivo the hip prosthesis was revised due to osteolysis. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: - visual examination: the metasul alpha insert shows slight damage, e. G. Scratches, indentations and cuts probably deriving from the revision surgery mainly on the polyethylene rim. In one area of the rim the surface is lifted due to the revision damage. Some small whitish areas and subsurface cracks are also visible on the rim and correspond with some of the removal damage. In the damaged areas possible signs of delamination can also be observed. On the articulation surface of the metasul inlay some fine scratches as well as isolated coarse scratches are visible. The anchoring side of the metasul alpha insert shows two marks, probably from the shell¿s screw holes. The latter can be recognized by the slight yellowing of the polyethylene. Closer inspection of the anchoring side with a binocular revealed backside changes in the area of the marks and close to the pole. The remaining surface exhibits the original surface with the machining lines. Further a pair of indentations originating from the shell¿s anti rotational spikes can be seen. The pole pin of the insert exhibits some damage on one side. Nothing conspicuous can be observed on the metasul head. The articulation surface shows slight and coarse scratches and an area with a roughened appearance. Conclusion summary: after approximately 18 years in vivo the hip prosthesis was revised due to osteolysis. The latter cannot be further assessed as no medical information especially the x-rays are at hand. The small whitish areas on the rim of the insert are due to subsurface cracks as a result of the removal damage. The subsurface cracks and the possible signs of delamination can be attributed to oxidation of the material. The slight yellowing of the polyethylene liner of the metasul alpha insert is due to the absorption and possibly diffusion of organic substances from the synovial fluid. On the anchoring surface of the insert backside changes were observed. This could point to micromotion between the insert and its shell. Nothing conspicuous was observed on the metasul head. As no additional information was available, the exact course of events leading to the revision surgery cannot be reconstructed. Therefore, based on the available information and the investigation the reasons for the osteolysis leading to the revision surgery remain unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350 - 2018 - 00987 - 1.

Event description:
No new information.